Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue. In addition to the above evaluation, the device's blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow o2, outlet side, dual limb cup, and muffler assembly will need to be replaced due to contamination and software will need reinstalled.